Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the motor was failing (seizing). This part is a known contributor to system error 105 alarms and has been replaced.

Event description:
During review of the event history log system error 105 was observed. This suggests a device malfunction. Any patient involvement, injury or medical intervention is unk.